Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken front case keypad. Replaced rear case both iui corroded. Replaced non alaris door latch. As found 9.33 sw as left ver 9.33 tested pm the probable cause of the reported issue was due to broken/damaged door kit assy. A review of the device history record showed the device had a manufacture date of 06nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. Damage door and corrosion on both iui connectors. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. Damage door and corrosion on both iui connectors. There was no patient involvement.

Event description:
The customer reported broken/damaged. Damage door and corrosion on both iui connectors. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. Damage door and corrosion on both iui connectors. There was no patient involvement.